Event description:
Soon after implant, the pt had a surgical revision because the implantable neurostimulator was moving in the pocket. No pt symptoms were reported. Add'l info has been requested from the hcp, a follow-up report be sent if add'l info becomes available.